Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: one (1) actual sample was received for evaluation inside a closed pouch. Visual inspection was performed and the green pull cap was observed dislodged from the patient connector. There was no visual evidence of damage to the patient connector or green pull ring cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring cap disconnected from the patient line on an unspecified quantity of amia cassettes. The cap was found at the bottom of the overpouch. This occurred before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.